Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets, single leaflet device attachment (slda) and the clip becoming caught on the leaflet resulting in difficulty removing the device appear to be related to the challenging leaflet anatomy. The patient effects of tissue damage and worsening mr are likely related to the clip becoming caught in the leaflet and the slda, respectively. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the suspected leaflet injury during the procedure and the subsequent single leaflet device attachment. It was reported that on (B)(6) 2016, during a mitraclip procedure, there was difficulty grasping the short, calcified posterior mitral valve leaflet with the mitraclip delivery system (cds). After the first grasp attempt, the cds became caught on the anterior leaflet. It was suspected that the grippers may have caught on the leaflet. Troubleshooting maneuvers were performed and the clip was removed from the anterior leaflet. The echocardiographer suspected a possible small perforation on the anterior leaflet may have occurred when the clip got caught on the leaflet. The mitraclip was repositioned and implanted reducing the mitral regurgitation grade from 4 to 2. At some point post-implantation, mitral regurgitation increased and the clip was noted to be detached from the posterior leaflet, but remained attached to the anterior leaflet. On (B)(6) 2016, the patient underwent surgical replacement of the mitral valve. The patient was reported as doing okay after the surgery. No additional information was provided.